Event description:
Balloon leakage during use, they had to use the scs and keep adding volume as they delivered cp through it.

Manufacturer narrative:
The device balloon was inflated with 2cc of water and the balloon does not leak. Further visual inspection under 10x magnification confirms that the tip of the device is split in many places within the soft tip. Water was introduced through all but the balloon lumen and the water flows from where it should through the pressure lumen, however when the infusion lumen was tested the water came out of the split places in the soft tip. Functionally the device will no longer steer. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. There is no root cause investigation at this time. The device was damaged during use.

Manufacturer narrative:
Customer report was confirmed. Blood was found inside balloon and inflation lumen. However no leakage was found from the balloon. It appeared that there was interlumen leakage between infusion and pressure to inflation lumen. Leak test could not detect the interlumen leakage. No destructive test was performed to locate the interlumen leakage.